Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
A peritoneal dialysis patient reported moisture inside the pump module after treatment. The patient removed the disposable tubing set from the cassette door when she observed the moisture inside the pump module. There was a pl patient line blocked warning prior to the leak. The patient was able to bypass the warning and resume therapy. The patient's effluent was clear. The patient took cefazolin 1g once a day for three days prophylactically. The patient stated the sample will be returned however to date has not been received.